Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture and pain." Healthcare professional later reported "rupture/deflation" this record is for the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec, deformation, wear abrasion, and device appearance (observed split in patch area (ss), it is out of specification per qa199.04 was identified which is characterized as a workmanship, however this workmanship is not relationship with the complaint). After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: no openings were observed on the device. Split in patch area (ss), assessed as a workmanship.

Event description:
Patient reported "rupture and pain." Healthcare professional later reported "rupture/deflation" this record is for the right side. Device has been explanted.